Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The visual investigation of the complained screw shows that the locking thread at the screw head is badly damaged. Improper contact between the plate and the screw may have caused the damaged head. It is possible that misalignment to the plate may be the root cause of the problem. Further investigation shows full conformity of the implant to the specifications. No product fault could be detected. The investigation determined this complaint to be invalid. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the device history records were reviewed, no complaint related issues were found.

Event description:
The surgeon could not rock the screw in the hole of the plate. This is 1 of 1 report for this complaint (B)(4).

Event description:
The surgeon could not lock the screw in the hole of the plate.